Manufacturer narrative:
The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set would not flush. The following information was provided by the initial reporter: the extension set would not flush.

Manufacturer narrative:
H6: investigation summary. Four samples (model #20028e) and a primary set were returned by the customer. It was reported that they cannot flush through the extension set. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. Each extension set was connected to the returned primary set, and attempted to be primed with saline. Saline would not prime passed the filter. Each extension set was attempted to be flushed with a 10 ml bd syringe filled with saline. Each set was unable to be flushed. The customer complaint can be verified. A quality notification has been sent to the supplier, and the samples have been sent for further investigation. During the supplier investigation, the functionality of the filter was found to be according to the supplier specification. However, excess solvent was found at the connection of the filter and the tubing. A quality notification was sent to the manufacturer. The manufacturer investigation confirmed the excess solvent. The main root cause was determined to be attributed to double gumming (repeating the solvent application operation twice). As a preventative action a quality notification was created for this defect. A device history record review for model 20028e lot number 21119585 was performed. The search showed that a total of 17,603 units in 1 lot number was built on 30nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris smartsite extension set would not flush. The following information was provided by the initial reporter: the extension set would not flush.